Event description:
The customer called to report low battery life. The customer then stated that her infusion set came out of her body while she slept, and the insulin pump did not give her a no delivery alarm. The customer ended up going to the hospital due to diabetic ketoacidosis. Advised the customer that the insulin pump would only give a no delivery if there was an occlusion. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.